Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer declined troubleshooting with tandem technical support to resolve the issue. There was no reported impact to the customer¿s blood glucose level.